Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the lack of image was due to a damaged charge-coupled device (ccd) unit. The root cause of the electrical component damage was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during inspection for use, the scope did not display an image. There were no reports of patient involvement.